Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to thread scraps being attached to the scope¿s interface. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s allegation was not confirmed. The camera was unplugged from the light source and when plugged back in everything worked fine. The scope connection issue was resolved after cleaning lint off the scope. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that error codes e309 and e315 occurred on the evis exera iii video system center. The issue was found during the preparation for use of an unspecified procedure. There were no reports of patient harm.